Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was catheterized after a health event not related to the device. After the catheterization, an ultrasound and consult with a urologist determined the cuff had ruptured and there was no longer fluid in the cuff. The patient experienced recurring incontinence. The aus cuff was replaced and there were no additional patient complications reported.